Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture, coil deformation, lead body damage, including insulation abrasions and tears. The distal high voltage cable was looped out through one of the cuts, and was pulled to the point that a fracture occurred. Due to the damage, when testing was completed to assess lead electrical performance, it was not electrically continuous. This damage likely occurred during the explant procedure.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc), decreased pacing impedances and sensing measurements. A chest x-ray was performed, and the results were inconclusive. Subsequently, a revision procedure was performed. The physician attempted to reposition the rv lead, however, the helix mechanism would not extend. The physician thought the helix extension issue was due to the tight suture sleeve, therefore a cutdown was performed. This didn't resolve the issue, and the rv lead was explanted and replaced. It was noted the lead was stretched during the explant procedure. No additional adverse patient effects were reported.